Event description:
The customer reported that the tandem mobi pump unexpectedly shut down and the leds were not blinking, requiring placement on a charging pad to turn back on. The issue caused the customer¿s blood glucose level to exceed 500 mg/dl, displaying a "high" reading. In response, the customer administered a correction bolus via the pump. Technical support informed the customer that the pump shut down due to low battery and provided education on resetting features when the pump turns off or resets. Battery best practice tips were shared, and the customer acknowledged the advice.